Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low battery and low voltage advisories with movement of the white power cable. The white power cable had tears in the outer cover. The patient's system controller was exchanged. Technical services reviewed the log file and noted the event log displayed low_power_advisory(s) while tethered on batteries during the approximately 2 day length of the file. During these low_power_advisory(s), the event log displayed several low voltages on rsoc (relative state of charge) at the white power lead while the patient is tethered on batteries. The log file displayed lower flows (lower flows not sustained long enough (at least 10 seconds) to activate the audible alarm) with high pi readings which seem to be physiological in nature.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the log files; however it was not reproduced. A review of the log files spanned approximately 3 days (B)(6) 2021 per time stamp). On (B)(6) 2021 from 08:19 to 21:05 while connected to batteries, the low voltage alarm activated due to fluctuating rsoc voltage on the white power cable. The alarm was not associated with a power source exchange and reactivated intermittently. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was returned for analysis with cuts in the power cables. The cable jacket and shielding of the power cables were stripped where the cuts were observed. There was only a nick on the blue communication wire in the white power cable; the remainder of the underlying wires were not damaged. The controller did not reproduce any alarms and was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage advisory alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.